Event description:
A physician reported a pt who was double skin-tested on 4 september 1998 and on 25 september 1998 with negative results. On 15 december 1998, the pt was treated in the glabella, the perioral area, the nasolabials and the oral commissures. The physician stressed that only about 0.1 cc was administered to the glabella. Immediately following the treatment, the physician instructed the pt to apply ice to the sites. When the physician returned to the treatment room, a purple bruise had developed about 1 mm lateral to glabellar treatment site. The pt was instructed to continue to use cold compresses to the site at home and come back the next day, but she did not return. Forty-eight hours later on 17 december 1998, the pt came in with a linear bruise about 1.25 cm x 5 mm located about 1 to 2 mm from the treatment site at the right medial brow. The pt also complained of a throbbing headache into the right eye, which came after she used the cold compresses. The physician prescribed warm compresses. On 18 december 1998, the pt presented with tiny blisters (about 100 in number) and pus, which the physician believed were herpes simplex. The pt confirmed that she had a history of recurring herpetic outbreaks, and the symptoms and the throbbing felt to her like past herpetic outbreaks. Oral valtrex was prescribed. The pt admitted to having applied neosporin to the blisters, which the physician advised her against future use. The physician noted that the pt had had no preveious history of herpetic outbreak following collagen treatment, and as such, believed that the symptoms may well be related to necrosis. As of 12 january 1999, the physician reported that the symptoms had improved with only a little residual erythema. The physician believed the pt probably had a herpetic outbreak.